Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain and spinal pain and other chronic/intract pain (trunk/limbs). It was reported that about 2 weeks ago (B)(6) 2017), the therapy stopped helping with the patient¿s pain. It was also reported that the patient started feeling stimulation on their legs instead of their back around the same time. The patient was advised to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.